Event description:
Elastomeric pump devices had condensation form inside the plastic shell (but outside of the elastic "balloon"). Unclear as to source of condensation-i.e. Leak, moisture inside plastic container, etc.